Event description:
Quill suture vlm-2002 , lot # aahu020 , suture material was smooth , no barbs felt . Needles fell off suture material . No patient involvement . Suture material removed from room , boxes with same lot #taken out of inventory. There was no patient involvement . Packages were removed from room when issue was discovered.